Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager, a repeated issue with the latch not opening on the or1 fridge. The customer stated that nursing staff had attempted to recover the storage space, but the fridge still would not open. The customer also reported that they had needed to restart the pyxis device multiple times per week in order to get the latch to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed frequently. A field service engineer replaced the latch to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.